Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for explant was that the patient was no longer using the stimulator and did not want it anymore. No device malfunction was suspected.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.